Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was fluctuating. Reportedly, the alert cleared and the customer continued to use the pump for insulin therapy. It was also reported that the customer overestimated the amount of insulin necessary for a meal bolus which resulted in a blood glucose (bg) value of 48 mg/dl. Customer consumed carbohydrates to address low bg.